Manufacturer narrative:
Product complaint # (B)(4). Additional event information received a-11553832 received response from rep. To pcf follow-up questions indicated that, to question b: b. Did it break into 2 or more pieces? No for all items. Therefore, the broken pec coding was removed from all ips. This meant that for ra-003224538, the ra was re-determined from a reportable malfunction to not reportable, as the remaining pec was not reportable. Depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: broken and worn attune spacer block, patella drill clamp, rp tibial impactor and femoral introducer. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis revealed the following conditions on the attune spacer block's surface: a) one post chipped, b) three post broken, c) three springs deformed, and 4) the overall device surface with signs of heavy usage. Broken fragments were not returned for evaluation and no sign of a stripped condition was identified. The observed conditions of the device were consistent with use of excessive force in a prying motion while trialing. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. Heavy usage patterns were identified as an end-of-life indicator; damage consistent with repeated use and servicing the lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune spacer block would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the attune spacer block was broken and worn.